Event description:
On (B)(6) 2009, the angioscore initiated a voluntary class 2 recall by lot number of those devices distributed and mfg from jan 1, 2009 and dec 4, 2009. This was as a result of complete catheter separation which the FDA re-classified on (B)(6) 2010 to a class 1 mandatory recall. However, since that recall, the catheter has continued to show on the maude reports of complete catheter separation during every single month of between (B)(6) 2010 and (B)(6). What is of major concern is that there were more pt injuries in 2010 and 2009 and yet the FDA has not done a complete recall even though there were more adverse injuries in 2010 involving complete catheter in 2010 than 2009 and yet you did a class one mandatory recall for all the units 3850. There is no fix or correction according to angioscore regarding this device but just enhanced inspections. Yet their own correspondence indicates they identified the root cause in their "dear doctor" letter dated (B)(6) 2009, and in their letter announcing the class 1 voluntary recall dated (B)(6) 2009 - reclassified in (B)(6) to a class 1 - why is this device not subject to a complete recall? Pt safety is at risk. Concerned pt advocate.